Event description:
It was reported that the implantable neurostimulator (ins) device was replaced due to poor lead placement. The patient stated that she did an ¿activity and the lead wire came out of the ins.¿ additional information was requested, but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).